Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit was fully fired. The proximal end of the adapter was broken and received separated from the loading unit. The articulation flag was bent. Functional testing of the loading unit could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while unloading the reload from handle during a laparoscopic thoracic surgery, it was stuck and broke into two parts. They could remove the parts out of the handle and it worked with the next reload, and the case was completed. There was no patient injury.